Manufacturer narrative:
The device was returned to zoll medical UK; the malfunction was observed and the lcd display panel was replaced. The lcd display panel was returned to zoll medical us; the malfunction was duplicated and attributed to the lcd display. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.